Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The event is reported as: the customer alleges the tube deflated during use. There was no patient harm reported.

Manufacturer narrative:
(B)(4). Device history record (DHR) review was performed and there were no issues found that could have contributed to the reported failure. All processes were executed according to the standard operating methods. The sample was received not in the original teleflex lma packaging. The device was observed to be used but clean. No glue observed on the joint of the cuff as related to the complaint. The cuff was inflated with 60cm of water and the measurement was in the green zone closer to the red zone. The cuff was then left inflated with the same amount of water for more than an hour and there was no measurement movement towards the yellow zone. This indicates no decrease of pressure. The device was soaked in a water bath container and there were no air bubbles or leaking. The reported defect was unconfirmed as the defect could not be duplicated. The device functioned as intended. The root cause of the reported failure was concluded to be related to the method of use.

Event description:
The customer alleges the tube deflated during use. There was no patient harm reported.